Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that one of the mtm opto buttons does not activate clutch. Moreover, when mtm was clutched, the arm movement was sluggish. The mtm was replaced to resolve the issue. The fse removed the previously installed mtm as it could not pass gravity compensation in dte mtmr verification. A new mtm was installed. During verification, the new mtm failed gravity compensation calibration and gravity compensation verification. Fse then swapped ssc 1 remote arm controller (rac) 1 and rac 2. The verification tests were run again on both mtms which passed. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) (serial (B)(6) ) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation reproduced and confirmed button calibration failure along axis 8 / gimbal grip was reproduced during calibration (via matlab). The embedded serializer for master handle (esmh) printed circuit assembly (pca) will be replaced as a fix. The other mtm2 (serial (B)(6) ) was returned for failure analysis, and the reported issue of gravity compensation failure could not be reproduced nor could it be confirmed as having occurred. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No repairs were required to address the reported problem.

Event description:
It was reported that during a da vinci-assisted ureteroplasty procedure, the customer reported that the right master was disabled. Customer had already switched to the other console to continue the procedure. Logs reflect error 23031: mtm button outputs are saturated, button sensor #1 on mtmr. Logs reflect the user recovered from the fault which would have disabled mtmr. Customer elected not to troubleshoot at this time but would like the intuitive surgical, inc. (Isi) field service engineer (fse) to follow up regarding the issue. The procedure was completed with no reported injury.